Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon functional testing, fse found that the host pc and hard disc was defective. The philips engineer replaced defective host pc, hard disk and reloaded software image. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not booting up. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc caused the issue. The host pc and and hard disk have been replaced and the system was returned to use in good working order.